Event description:
As reported a mitral valve was explanted after an implant duration of approx 2 years, the leaflets were rigid and in a open position. There were no complications reported following re-op.

Manufacturer narrative:
(B)(4). The explanted device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.